Manufacturer narrative:
(B)(4). Lot #: potential stock lot number - p5k0285x.

Event description:
According to the reporter: occurred during a laparoscopic colon procedure. The balloons are blown up just before to see if they are okay. Noticed that the trocar does not work as it should. The balloon does not fill up or they cannot take the air out. To correct the condition, a new device was used. No patient issues occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).